Manufacturer narrative:
A component of the system, case recordings have been requested for evaluation but have not yet been received. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported the superdimension system had accuracy issues during an enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.